Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported that the subject device distal end of the insertion section has contour sharpness. There was no report of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: e1, g2, g3, h2, h3, h4, h6, h11. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional this supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube has a dent and lg-bundle of the video cable section is broken. A definitive root cause could not be identified. Based on the results of the investigation, the likely cause that led to the malfunction could not be established. ¿ olympus will continue to monitor field performance for this device.